Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during fill 1 of 4 of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that they saw air in the patient line. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. The hp was to complete therapy using continuous ambulatory peritoneal dialysis (capd), and its use was discussed with the hp. The hp stated that they were diabetic but were not on insulin or diabetes medication. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.